Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and found no issues with the instrument. The cse ran multi-diluent check and encountered signal errors and one outlier. The cse found cuvettes with an abnormal image on the side and replaced them with a new shipment. The cse repeated multi-diluent, which passed but errors persisted. The cse replaced the ionizer fan to eliminate signal errors. The cse repeated multi-diluent, which passed without error and all results were within range. The cse ran and verified quality controls. The cause of the discordant, falsely elevated tni ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument resulting lower. The sample was then tested on an alternate advia centaur cp instrument, resulting lower and matching the repeat result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.